Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the upper limb vessel. A 0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon pressure did not reach the right pressure and the balloon was ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure. It was further reported that the stenosed target lesion was located in the moderately tortuous and the balloon ruptured after the first inflation at 10 atmospheres.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending distally across the balloon material to the distal markerband. The rated burst pressure for this device is 20 atmospheres. A visual examination identified damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the upper limb vessel. A 0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon pressure did not reach the right pressure and the balloon was ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure. It was further reported that the stenosed target lesion was located in the moderately tortuous and the balloon ruptured after the first inflation at 10 atmospheres. It was further reported that the correct size of the device is a 7.0 x40, 75cm gladiator elite balloon catheter.

Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the upper limb vessel. A 0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon pressure did not reach the right pressure and the balloon was ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.